Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. Gore® dryseal flex introducer sheaths were utilized for delivery and advancement. After all devices had been successfully implanted the physician removed the gore® dryseal flex introducer sheath from the left side and an injury to the left femoral artery injury at the cut down site was observed. The physician sutured the injury at the cut down site. The patient tolerated the procedure. It was reported although the vessel diameter measured 9.8mm there had been severe calcification and an area of the left external iliac artery diameter had only measured approximately 4mm. It was reported that excessive force had been required to advance the sheath pass this area and may have caused or contributed to the injury.